Event description:
Customer reported poor image quality after initial boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the workstation pcbs. System operates as intended.